Manufacturer narrative:
The insulin pump was received with blank display due to battery tube corroded. Unable to perform operating current or a21 error test due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had unexpected restart alarm for the past two weeks. Customer stated they could not check the alarm history due to the insulin pump prompting for the time and date. The customer's blood glucose was 135 mg/dl. The customer also reported corrosion was present in the battery compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.